Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/27/2015-device evaluation: the returned cartridge has been evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the returned cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
Follow-up #2 date of submission 09/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: multiple loss of prime warnings eaw 162 observed in the black box with low non zero force. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration passed at 202. Returned battery cap used for testing.